Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04) ¿ stem. Visual examination of the returned stem identified trunnion, neck, and extraction hole show gouges and indentations from attempted use. Porous coating on the stem is gouged and has bio debris embedded. Distal stem has no damage. No other damage was noted. An image of the rasp was provided at the time of submission. Upon review of the provided picture, the teeth along the edge of the rasps length are worn. The rasp was not returned for evaluation. Dimensional evaluation of the returned stem was performed to confirm stem size. Overall, height from the extraction hole to the distal tip was measured with a height gage and found to be conforming to print specifications. Section a-a, b-b, and c-c dimensions were measured on a comparator and found to be conforming to print specifications. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. No problem was found with the device. The returned stem was measured and found to be conforming to specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during the procedure, the stem was not able to be seated into the bone properly. Another stem was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.